Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Reported incident - inserted the head and implanted it. While inserting the retaining screw for the head and trying to screw in it, the screw sheared off (no pieces left in patient). Don't believe the torque driver to be out of spec as it worked fine on the next screw. We believe it was a faulty screw that came with the head. Explanted the baseplate, 4 screws, and the head/screw. These items were discarded by the facility.

Manufacturer narrative:
Manufacturer narrative: the reason for this complaint was a retaining screw broke during surgery. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. The surgery was completed successfully. This evaluation is limited in scope as the glenoid head was not returned to djo surgical - austin for examination. A review of the device history record show that the items, when released for use, met design and manufacturing requirements. There were no nonconforming material reports associated with the product that may have contributed to the reported event. The implants were verified to have gone through an acceptable sterilization process and was within its expiration date at the time of surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a retaining screw broke during surgery. There were no findings during this evaluation/inspection that indicate that the reported items were defective. There are no indications of a product or process issue affecting implant safety or effectiveness.